Event description:
It was reported that a user was unable to complete the fill tubing process after installing a new prefilled cartridge and did not observe drops at 124 units, then became stuck on the fill tubing screen until guided to return to the change cartridge page. Symptoms included no adverse clinical effects and blood glucose levels were reported as unaffected. Outcomes included no injury, no medical intervention, and no change in therapy beyond routine troubleshooting. Investigation included technical troubleshooting and user education provided by support. Investigation of this case revealed that the pump was responsive after user disconnected and navigated back to the cartridge change process, and no alert or alarm occurred. It was concluded that the event involved a transient use or process issue without clinical impact or device malfunction confirmed.